Event description:
During a multi-lock humeral nail surgery on (B)(6) 2013, the surgeon believed the screws were popping off the screw driver but continued to implant them anyway. As a result, the screw missed the nail due to the issue (self containing screw driver). The screws were removed after the final x-ray and correctly placed with a different screw driver (extraction screw driver used). Surgery was delayed approximately 20 minutes. No adverse effect to the patient noted. The end of the case revealed great results. This is 3 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.